Manufacturer narrative:
Lifescan received the meter and test strips involved with this complaint on (B)(4) 2011 and (B)(4) 2011, respectively. Investigation has not been completed with the returned meter; however, investigation was completed with the returned test strips on (B)(4) 2011. Investigation confirmed the "error 4" issue with the returned test strips and control solution. Lifescan will submit a follow-up report once lifescan receives additional information.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.